Manufacturer narrative:
The impella device was not received from the customer. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported an unsuccessful placement of an impella cp device to a patient in cardiogenic shock from an acute myocardial infarction. Accessed was gained and impella cp device was prepped. Vascular access in the groin became limited and the physician was unable to upsize to a 14fr. Sheath as the anatomy was too small. The decision was made to abort the implant. The status of the patient following the event was unnoted. However, there was no report or indication of an adverse event or outcome.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient anatomy was too small preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.